Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with fever. The patient had developed an infection. There was lead vegetation present on the echocardiogram. The system was explanted and replaced successfully without adverse consequences to the patient. The patient's condition was stable post procedure.